Manufacturer narrative:
The devices associated with this report (sigma ps cem fem sz3 l - lot 3006367-06 and mbt cem keel tib tray sz2.5 lot 3027573) were returned for examination. Depuy (B)(4) states the retained cement samples were conditioned and tested at an ambient temperature of 23 degree c. All handling and mechanical strength results were reviewed and were within specification. A search of the complaint database found no prior reports for the cement part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The report states the patient was revised to address unknown issues with the bone cement.